Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 165mg/dl(meter), 120mg/dl(lab). Tests were done within 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.